Manufacturer narrative:
The event date is approximate. The device product information was not provided. The consumer contact information was not provided. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare power toothbrush melted. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned.

Event description:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned. The cause of the customers complaint is a burned charger.